Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display and there was some moisture behind the display. The customer¿s blood glucose level was 10.4 mmol/l at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on electronic board stack. Unable to perform self test, off no power test, unexpected restart error test, displacement test or current measurements due to blank display. Device received with moisture damage on motor home switch and moisture damage on force sensor resistor .